Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lab cholecystectomy procedure, the device was stuck in the closed position after firing. This happened post firing; no tissue was involved when the device would not open. Used a second device to complete the case with no pt consequence.